Event description:
Information received from the field notes that the patient presented not feeling well, with lightheadedness and dizziness. Interrogation revealed dashes (---) for several parameters. Intermittent ventricular capture was seen at maximum output with both unipolar and bipolar pacing. A message was displayed that the device was in back-up mode with a battery voltage of 2.16v and a cell impedance of 31 kohms.